Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to change in impedances over time with a zig-zag pattern. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, device malfunction has been confirmed by clinical troubleshooting guidance form. Additional information has been requested but has not been made available as of the date of this report.